Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "the volume of blood collected with some tubes from batch 0356061 is too large (overfill). The volume of blood reaches the upper edge of the tube."

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "the volume of blood collected with some tubes from batch 0356061 is too large (overfill). The volume of blood reaches the upper edge of the tube."

Manufacturer narrative:
Correction: is combination product? No. H6: investigation summary bd did not receive samples or photographs from the customer in support of this complaint. Therefore, a total of 40 retained samples, 20 from each of the 2 indicated lot numbers provided, were evaluated by functional testing and, no issues were observed relating to overfill as all samples met specifications. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.